Manufacturer narrative:
H10: per the servicemax record, there was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10:the service engineer (se) noted that the device did not operate on ac power, and was not charging. The se verified that the ac input was good to the power supply. The se also verified that there was no 24v to the power management (pm) printed circuit board assembly (pcba). The se replaced the power supply, and confirmed that all tests passed. The system meets the specification for the performed service and is returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
A complaint was received from a philips biomed, reporting that the v60 ventilator was running on internal battery, even though the device was plugged in to the wall socket. It was unknown how the issue was found. No patient or user harm reported.